Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced cognitive changes. Computed tomography angiography (cta) revealed no evidence of new lesions or infarcts. On 11jul2022, additional information obtained indicated that the physician confirmed new white lesions on the magnetic resonance imaging (MRI) performed. There was no reported intervention, no blood pressure issues noted, and no p2y12 inhibitor testing performed.